Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot numbers 7300684 & 3241753. Our records show that this is the only instance of this issue occurring in this either batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the photograph that was submitted by your facility did not sufficiently display the reported failure mode for the determination of the root cause. Unfortunately the affected sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd saf-t-intima¿ integrated safety catheter system safety system did not activate and the needle remained in the catheter. This caused the patient to bleed and the caregiver was exposed to the patients blood. No serious injury or medical intervention was reported.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7241753; medical device expiration date: 2021-08-31; device manufacture date: 2017-09-29. Medical device lot #: 7300684; medical device expiration date: 2021-10-31; device manufacture date: 2017-11-21. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ integrated safety catheter system safety system did not activate and the needle remained in the catheter. This caused the patient to bleed and the caregiver was exposed to the patients blood. No serious injury or medical intervention was reported.